Event description:
It was reported by a customer complaint that the pt was hospitalized on 2 occasions due to a diabetic ketoacidosis. The pump history was reviewed; there were no alarms or alerts noted and no indication of malfunction or interruption of delivery. The reporter is requesting the pump be evaluated.